Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender sheath and dilator were returned for product evaluation. Visual inspection revealed damage observed on the distal tip of the dilator. The dilator was observed under microscope and the tip was confirmed to be damaged and occluded. The crosscut valve was dissected and observed under microscope; damage was seen at the center of the valve. No damage was seen at the sheath inner lumen. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the tip was inserted off-center resulting in the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Lot number: requested, not provided. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that during the procedure, the glidesheath slender valve on the radial sheath was leaking while there was a 5fr diagnostic catheter in the sheath. There was no harm to the patient during this procedure and the patient was in stable condition. The procedure outcome was a success. Blood loss was less than 250cc.